Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported inability to inflate the balloon during the second post-implant touch-up cycle could not be determined from the pre-implant films provided. Images during implant were not provided and the reported event could not be assessed. In addition, post-implant CT¿s were not available for review; therefore, the stent graft in-vivo configuration also could not be performed. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. However, the balloon was discarded and the product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device with a valiant stent graft system for the endovascular treatment of a 48mm aortic aneurysm. It was reported during the index procedure after implantation of the valiant stent graft the reliant balloon could not be inflated on the second touch-up cycle. The reliant balloon was replaced with a non-medtronic product. The reliant balloon had been inserted into a sentrant introducer sheath 18 fr and the non-medtronic product was used normally with the sentrant with no issue. It was reported the reliant balloon did not burst and it is unknown if there was a leak in the balloon. Per the physician the cause of the event was related to a problem with the reliant balloon. No additional clinical sequelae were reported and the patient is fine.